Event description:
A-v loop shell with a wad of sterile tubing on the inside.

Manufacturer narrative:
The complaint devices were returned and forwarded to (B)(4) for eval as they were not manufactured at our factory. First, (B)(4) removed the bone wax, cleaned and disinfected the oxygenator in the laboratory. After that they tested it on tightness. (B)(4) filled the oxygenator blood sided with water and found a leakage at the connection of the recirculation line. The reason for this failure is a failure during mounting. Apparently, the tube was expanded too much for connecting the tube. (B)(4) informed our colleagues in the production to be more careful in the future. Conclusion: based upon the complaint description, it is believed that the complaint occurred during production when an operator needed to make an adjustment to a closed tray. In this case, the tape that had been used to secure the tray closed, needed to be removed and new pieces of tape were added once the adjustment had been made. One of the original pieces of tape most likely adhered itself to one section of the tray without the operator noticing and was missed when the tray was re-taped. The issue was discussed with the manufacturing personnel and they were re-trained. Additionally, the next lot will be 100% inspected by additional personnel on the floor to verify that the re-training has been effective and the issue is not recurring. (B)(4).